Event description:
The visiting nurse of a male patient contacted lifecor customer support to report that the patient was having problems with the monitor and battery packs. The rn stated that when a fully charged battery pack was placed in the monitor, it would not start-up on two occasions. On the third attempt, the monitor successfully started up. The rn stated that when the battery pack is wiggled in the monitor, it would start up. Support had a patient services representative (psr) visit the patient. The psr retained the patient on battery pack removal and insertion. The psr speculated that the rn and the patient may have been trying to insert the battery pack while the monitor was still in the holster, and not completing seating the battery pack.

Manufacturer narrative:
Device manufacture date: monitor - 01/2008, battery pack - 11/2007, battery pack - 10/2007. Device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The battery pack had defective cells from multiple times of discharging complete. The connectors were repaired. Then the battery packs were retested and restocked. The root cause of the battery pack connector damage was likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The patient received a replacement monitor and two replacement battery packs.